Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient alarm regarding non-sustained rv oversensing was displayed. Also, decreased rv lead impedance was observed. The patient's condition was stable.